Event description:
It was reported that the patient had inadequate stimulation despite multiple reprogramming done. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7077526.